Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements and evidence of a lead fracture was present. The patient had an underlying rate in the range of 30 beats per minute. The presenting electrogram showed rates in the 30s, indicating loss of capture. A boston scientific technical services (ts) consultant indicated that the lead was likely compromised. Ts suggested lead evaluation. The lead was replaced. No additional adverse patient effects were reported.